Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the device was difficult to interrogate during follow up. The error message presented during an interrogation attempt stated that the device could not be interrogated by merlin pcs. It was suggested to download a new device code and software. The device remained implanted.